Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-10428. Related manufacturer reference number 1627487-2019-10467. Related manufacturer reference number 1627487-2019-10465. Related manufacturer reference number 1627487-2019-10466. It was reported the patient was experiencing ineffective stimulation. The patient's right lead and extension and ipg were explanted and replaced. Both leads and extensions are included as the specific lead and extension are unknown. Surgery addressed the issue.